Event description:
It was reported that the unit gives an alarm led failed alarm and will not go into standby (ec1105). The unit was being set up for use when the event occurred. No patient or user harm reported. Per the diagnostics performed by the engineer, the customer stated that the unit displayed alarm led failed message on screen and does not go into standby. The field service engineer (fse) verified the ip and confirmed error code 1105. It was reported that after removing all power, the error remained. The fse replaced the power switch overlay and verified functions. The unit passed all testing and verification and was approved for use.

Manufacturer narrative:
No delay in therapy was reported. No patient or user harm reported.